Event description:
It was reported that the left ventricular (lv) lead was attempted to be implanted, however, the lead could not be implanted due to unknown reasons. A non-boston scientific lead was implanted in its place. No additional adverse patient effects were reported. It is unknown if the lead will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The lead had failed a stylet insertion test as there was a blockage encountered in the lumen. The blockage is most likely dried blood/body fluid. Although the lead had failed the stylet insertion test, this failure is not an indication of a malfunction. The body fluid found in the lumen indicates that an attempted implant or implant had occurred.

Event description:
It was reported that the left ventricular (lv) lead was attempted to be implanted, however, the lead could not be implanted due to unknown reasons. A non-boston scientific lead was implanted in its place. No additional adverse patient effects were reported. The lead was returned for analysis.